Manufacturer narrative:
If additional information is received which changes the outcome of the investigation, a follow-up report will be submitted. This report was originally submitted jan 10th 2020 with a typo in the MFR report number which resulted in a duplicate MFR report number. It was noted on a later date by nextremity solutions that record of 3009540749-2020-00004 was not in maude. This report is being submitted with the MFR report number corrected.

Event description:
It was reported that during a surgery with the nextra hammertoe correction system, the proximal and middle implants did not sit flush on the nextra driver. This condition did not affect the surgery. The surgery was completed and there were no patient complications.